Event description:
It was reported that pump malfunction occurred after pump was exposed to x-ray. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Reportedly, the customer¿s blood glucose (bg) level was 544 mg/dl with ketones. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.